Manufacturer narrative:
The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. The risk to devices in the field has been assessed and deemed acceptable. Therefore, no further action is required.

Event description:
It was reported that there was a ventilator failure alarm during use. No injury reported.

Event description:
It was reported that there was a ventilator failure alarm during use. No injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.